Manufacturer narrative:
The lot number was provided and a lot history review was performed. The sample was not returned for evaluation, however medical records were provided for review. The investigation is confirmed for the positioning issue, but inconclusive for malposition of device. The root cause could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicts model md800f, vena cava filter, allegedly experienced malposition of device and a positioning issue. This information was received from a single source. This malfunction involved a (B)(6) year old male patient weighing (B)(6) lbs with no consequences.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model md800f vena cava filter allegedly experienced malposition of device, positioning issue and difficult to remove. This information was received from a single source. This malfunction involved one patient with no patient consequences. A 25 years old male patient weighs 242 pounds.

Manufacturer narrative:
H10: the lot number was provided and a lot history review was performed. The sample was not returned for evaluation, however medical records were provided and reviewed. The investigation is confirmed for the positioning issue and retrieval difficulties, but inconclusive for malposition of device. The root cause could not be determined. The device was labeled for single use. H10: b5, g3, h6 (device, method). H11: g1, h6(result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.